Event description:
Pump declared a cartridge change error by the customer. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s level. Technical support guided the customer in inspecting and cleaning components of the pump, and a cartridge alarm prompted technical support to replace the pump.